Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced arterial hypertension syncope. The physician indicated it could be related to tissue inflammation or a system issue. The voltage of the device was temporarily increased and the patient was treated with steroids. A thorax x-ray was performed and confirmed there was no lead dislodgement. The physician indicated the syncope was a result of the patient's inflammation reaction. No additional adverse patient effects were reported.